Event description:
It was reported that the customer experienced fluctuating blood glucose levels (289045 mg/dl). Reportedly, customer delivered a bolus to stabilize high blood glucose levels, and blood glucose levels began to become low. Customer consumed food and stopped insulin delivery to stabilize blood glucose level. Customer's blood glucose level began to become elevated, and reportedly during troubleshooting it was found that customer forgot to resume insulin delivery. Insulin delivery was successfully resumed.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.